Manufacturer narrative:
Suspect medical device, expiration date. Implant date. Device manufacture date: associated component: reservoir: gtin # 00878953005669. Upn# 720185-01. Batch/lot # 1000078821. Mfg date 04/06/2018. Exp date 04/05/2020.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to a scrotal/skin infection. The patient was experiencing fever, swelling, hot skin, and wound dehiscence and the device was removed one week later. An ams700 18cm cx device and 100ml conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to a scrotal/skin infection. The patient was experiencing fever, swelling, hot skin and wound dehiscence and the device was removed one week later. An ams700 18cm cx device and 100ml conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.